Event description:
It was reported that customer in slovakia experienced pump alarm 20 during insulin delivery, and cartridge alarm repeatedly occurred even after attempts to resume use. There was no adverse impact to the customer's blood glucose level. Customer worked with support to load new cartridge using correct steps, but pump could not be successfully returned to normal use, so medicine representative replaced pump, customer continued insulin therapy with replacement pump, and problematic pump was planned for return.